Manufacturer narrative:
Additional information was received on march 17, 2016 on this event. The patient was a (B)(6) male. A transseptal puncture was performed. The overall ablation at the site of injury was 90 seconds. The last ablation cycle time at the site of injury was 30 seconds. The generator settings were power control mode, temperature cut off was 53 degree celsius, and power cut off was 35 watts. The flow setting was set to 30ml/min. The power was not titrated. The patient received anticoagulation during the procedure. The range of the act maintained during the procedure was 300-350. There were no factors that might have contributed to the event. The outcome of the adverse event is that the patient is improved. The physician¿s opinion regarding the cause of this adverse event is that it was procedure related. Additional concomitant products: carto 3 system. Non bwi - vivid ultrasound software version 3.1.16. Non bwi ¿ st. Jude medical ¿ agilis 408310, 8.5fr sheath. Non bwi - baylis nrg-hf-71-c1 needle. (B)(4)

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4). Concomitant products: soundstar eco catheter, model #: m-5723-16, lot #: 171609302164003; pentaray nav eco catheter model #: d-1282-08-s lot #: 17393037l; smartablate pump model #: m-4900-08 serial: (B)(4); smartablate generator model #: m-4900-07 serial #: (B)(4). (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and the patient suffered a cardiac tamponade which required a pericardiocentesis, auto transfusion and surgical intervention. It is reported that the soundstar catheter had a 6150 error. The soundstar catheter was replaced and the issue resolved. Ablation was performed and the patient's blood pressure dropped and a pericardial effusion was noted by the ultrasound. A pericardiocentesis and an auto transfusion were performed. The procedure was continued. Towards the end of the procedure the pentaray catheter stopped irrigating and the splines were not visible. The procedure was then completed. The patient was then sent to surgery. It was also stated that they had bubble errors with the smart ablate pump after the injury. There is no information about the hospitalization. No further information is known regarding the patient's status. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The 6150 error code issue, irrigation issue, visualization issue and bubble errors are not reportable issues. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is MDR reportable and will be reported under the smart touch bidirectional catheter.